Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapse along with concurrent ventral hernia repair, mesh suburethral sling and mesh posterior repair, cystoscopy, perineorrhaphy, insertion of mesh behind posterior vaginal wall, and bilateral sacrospinous vaginal suspension. It was reported that following insertion the patient experienced pain, infection, and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2984401 and product code pfrt01.